Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the process, resulting in no recurrence of the error code. Caller was instructed to wait 20 minutes before starting their sensor session and acknowledged the advice.